Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a tulip filter was implanted (B)(6) 2019. Sometime between (B)(6) 2019 it was observed that a strut (filter leg) had penetrated the caval wall. During an attempt to retrieve the filter one month later, (B)(6) 2019, it was observed that the filter had a clot exceeding indication. The filter was not retrieved nor removed, however, no adverse effect on the patient was reported due to this occurrence. Lot number is unknown and no product was returned for evaluation. However, there are adequate controls in place to ensure that this type of device is manufactured to specifications. Video and still image from a venogram as well as a single fluoroscopic image, were reviewed in the complaint investigation. The imaging review revealed a tulip filter with a leftward tilt, and a filling defect consistent with a thrombus measuring approximately 2 cm in diameter within the cone of the filter. One of the primary filter legs was observed to extend just over 5 mm outside the column of contrast indicating penetration. The filter was not retrieved due to thrombus burden, which is appropriate given the size of the thrombus. As stated in IFU, filters with significant amounts of trapped thrombus (greater than 25% of the volume of the cone), is a contraindication for filter retrieval. It is unknown whether the thrombus have been formed in situ or if the filter just performed as intended and captured potential mobile thrombus. Furthermore, it is unknown if the tilt developed during deployment of filter or during the implantation period. There is no information regarding any symptoms related to the penetration of the primary filter legs, suggesting asymptomatic penetration, however, the exact cause of penetration cannot be established. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook gunther tulip filter occupation: technologist. (B)(4). Investigation is still in progress.

Event description:
Strut penetrated caval wall. Retrieval was attempted on (B)(6) 2019, but the filter had clot exceeding indication. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.